Manufacturer narrative:
Philips has investigated this complaint. The customer reported that there is no space in the hd memory, machine is locking. Equipment is inoperative. No further information regarding the issue. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system is locking up and giving an error of no disk space in hd memory. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the hard drive. The fse reformatted the hard drive without resolve. The fse then replaced the hard drive and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.